Event description:
It was reported air bubbles were observed in the infusion set tubing during pumping. There was no reported impact to the customer's blood glucose level. The customer performed a supply change and resumed insulin therapy.